Manufacturer narrative:
(B)(4): it was reported that the patient underwent additional procedures on (B)(6) 2009 - anterior/posterior vaginal colporrhaphy, kelly placation, perineoplasty and cystoscopy due to vaginal enterocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 for stage iii cystocele and stress urinary incontinence and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2007 due to stage iii enterocele and cystocele and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, extrusion, urinary problems, recurrence, dyspareunia and vaginal scarring. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including partial mesh excision on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.